Manufacturer narrative:
(B)(4) device is a combination product. Device evaluated by manufacturer - the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The eccentric lesion being treated contained a <= 45 degree bend and was located in the moderately tortuous right coronary artery (rca). The physician attempted to place the 3.00x16mm taxus liberte stent, but was unable to cross the lesion. When removed from the body, the stent was found to be flared. The procedure was completed with another 3.00x16mm taxus liberte stent. No patient complications were reported and the patient's status is good.